Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the step of esophagus anastomosis, the anvil was closed by rotating the empennage, and it was found that it could not be closed. The firing safety was opened for cutting and anastomosis, however, when the grip was gripping only staples were fired, so it was not cut. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil that was received did not match the instrument and was observed to be not tilted and separated from the instrument. Further inspection of the returned anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was applied over the appropriate test media with a proper pmv representative anvil, producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported conditions. If information is provided in the future, a supplemental report will be issued.